Event description:
It was reported that an ilet user experienced an alert 38 for consecutive stalled motor and remained disconnected from the body after refusing to change supplies, resulting in prolonged interruption of insulin delivery; the event involved the infusion set and cannula, with successful reconnection only after a guided dry run and full supply change. Symptoms included hyperglycemia, with a reported glucose high of 390 mg/dl trending down and later measured at 192 mg/dl. Outcomes included insufficient information regarding longer-term health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, attributed to improper or incorrect procedure related to the cannula and infusion set, specifically failure to follow instructions to change supplies after the alert. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.